Manufacturer narrative:
G2: country of event is argentina. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from distributor via healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the cage was broken during procedure. There were no patient symptoms reported and no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of product# (B)(4), lot# h5591230 the cage is broken from what appears to be overload from and impact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received via manufacturer representative that pre-operative diagnosis was cervical discopathy. Procedures involved in the event was c4-c5, c5-c6 microdiscectomy and anterior cervical arthrodesis.

Manufacturer narrative:
B5 has been corrected with additional information. E: first name and last name of the initial reporter is corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.